Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence provided as unknown, estimated as (B)(6) 2011. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that inadvertent mishandling during removal from the packaging contributed to the reported premature deployment; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that during device unpacking, the stent was noted to be partially prematurely deployed. The device was discarded and a second device was used without issue. There was no patient involvement. There was no clinically significant delay in procedure. There was no additional information provided.